Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was received on march 11, 2026. The medical device problem code 'device in wrong position (a150202) was added. Code 'false alarm (a160105)' was removed. Additional information was received on march 16, 2026. The issue self resolved. The device is not available for return.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a fifty-three-year-old male was admitted for myocardial infarction with cardiac arrest. An impella cp was inserted and a percutaneous coronary intervention performed. In echocardiography following placement, signals suggestive of cavitation were visible. Position was controlled and deemed correct. No consequences emerged and no more signs of cavitation were documented in later echocardiography. The patient was successfully weaned after an off-label prolonged 7 days of support.